Event description:
Bsc crm rec'd info that three days post implant with this lead, a pt condition related issue prompted a surgical revision procedure. A lead dislodgement was found after observing rising threshold measurements. It was reported that the pt was non-compliant and continually moved his arms post implant. This lead was explanted and to date, there are no adverse pt effects reported.